Event description:
It was reported that during a rectum procedure, the device would not staple. During a latero-terminal anastomosis of the rectum, the firing could not be complete. There were not any unexpected noises or forces. The device did not staple but when the surgeon moved the device, the staple line perforated the rectum. After suturing of the perforation, the same device was used to perform the anastomosis without any issue. The device was then discarded. The patient has suffered from a fistula which required two reoperations. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The device was not returned.